Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. The report of dark image was not observed. In addition, the following reportable malfunctions were identified during the device evaluation: cable slice, chipping packing cab, and rear label cover faded. No other issues were identified. A definitive root cause could not be identified, as the reported failure mode could not be reproduced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head image was dark. There were no reports of patient harm.

Event description:
It was reported that the camera head image was dark. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.